Event description:
Caller reported a malfunction on the pump with the displayed malfunction code as malf 13, and the fault ID was 0x2141. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.